Manufacturer narrative:
Information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause could not be identified as all tests were passed, and the 15-minute delay did not cause any health hazard to the patient. The root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information from customer stated the procedure was a diagnostic endoscopy.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center presented issues the image was cut out and went blank, and had to pull out paddle and put it in. The issue occurred during an unknown procedure. There were no reports of patient harm.